Manufacturer narrative:
Pthis part is not approved for use in the us, however a like device with part# 9392507, 510k# k172199 and upn (B)(4) is available for the market. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient was preoperatively diagnosed with l3 burst fracture, stenosis and underwent transforaminal lumbar interbody fusion at l2/3. During the surgery, the cage was broken during insertion. The product came in contact with the patient. No fragments remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination showed that the implant has broken near the location where it interfaces with the inserter. The shape and rays of the fracture face are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.